Manufacturer narrative:
Concomitant product(s): vancomycin hydrochloride 750mg (lot 6014807 exp 08/19) attached to 250ml baxter infusion bag (lot y264119 exp sep19). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported spontaneous separation at the luer port during a patient's infusion of antibiotics. There is no report of patient harm.

Event description:
The customer reported spontaneous separation at the luer port during a patient's infusion of antibiotics. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the smartsite inlet distal port near the male luer. Functional testing was not performed because of the separation; fluid was leaking from the separation. Visual inspection under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing and it measured within specification. The root cause of the customer¿s experience was a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.